Event description:
The reference patch was placed, but it wouldn't register with the mapping system. Mapping was impossible. The device was removed and replaced with another device. The procedure was completed without further complication. The patient was not harmed as a result of the failure of this device.